Event description:
Saline breast implants back in (B)(6) 2003. Currently experience many symptoms including chronic fatigue, insomnia, hypopnea during sleep, palpitations with normal EKG-pvc and short runs of svt on holter monitor - normal stress echo, +1 pitting edema in ankles, tingling in upper extremities, anxiety, obsessive thinking, hair loss, unexplained weight gain, 55 pounds in 7 years, low grade fever in evenings, brain fog and difficulty focusing, pain/burning in right breast, hot flashes, delayed capillary refill, shortness of breath on exertion, and bloating after eating with constipation. These symptoms occurred a few years after implants. The symptoms are getting worse.